Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that the surgeon¿s partner reported assisting the surgeon in a manual circular procedure after which the patient experienced a postoperative leak. The surgeon¿s partner stated the patient was treated with antibiotics and they did not have to re-intervene or bring the patient back to the or; antibiotics administered, no reintervention or hospitalization reported.